Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon visual inspection of the received complaint device, bends were identified distal to the transition point at 6 cm and 10 cm from the distal tip. Bends were identified proximal to the transition point at 34 1/2 cm, 52 cm and 90 cm. The device did not meet the curve specification. The device did not meet the planarity specification. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The most likely root cause is mishandling subsequent to distribution, including shipping/storage conditions or improper manipulation of the catheter. The instructions for use (IFU) state: do not exert excessive pressure during placement of catheter if unknown resistance is encountered. Do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the electrophysiology catheter malfunctioned. Various poles were not reading. Additional information obtained through a note received with the complaint device revealed that the catheter was reported to have additional curves/bends. There was no patient injury or medical intervention and the complainant is not aware of the duration of extended procedure time. These are commonly used devices that are readily available.